Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, it is likely the instrument welded to the scope tip during the procedure. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that bronchovideoscope had severe burns/damage to the distal end cover. There were no reports of patient involvement.